Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: based on the rdf analysis, the plasma line may have been occluded during a portion of the procedure. The plasma line may become occluded if the centrifuge collar is not loaded into the latch in the correct orientation. Under these conditions, the rbc line may lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. Corrective action: an internal CAPA has been initiated to evaluate reports of elevated rwbcs related to plasma line occlusions.